Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 245 mg/dl. The customer treated with manual injections. Customer's blood glucose value was 407 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer also experienced no delivery after set change. The product was not returned for analysis.